Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced low reservoir anomaly, device test failed as the pump failed to pass the steps in the displacement verification table. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and the units remaining in reservoir were not greater than the programmed low reservoir settings. The pump did not pass displacement testing. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. The product mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08730 inches. The trace and history files were successfully downloaded using thump. Set the low reservoir reminder alarm for 20 units, installed a water-filled test reservoir, and primed the pump. Verified that the units left in the test reservoir and those left on the display matched (65 units). Several boluses were programmed and delivered. The low reservoir alarm activated properly at 20.0 units left. Programmed an additional 15-unit bolus delivery and the reservoir estimate at 0 u alarm activated properly. Programmed another additional 30-unit bolus delivery and the pump alarmed no reservoir detected properly. No low reservoir, reservoir estimate at 0 u, or no reservoir detected alarm anomalies noted. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2) and motor assembly. A sc1 cap locks into place inside the reservoir compartment properly. The following were noted during a physical: scratched case and cracked buttons on the keypad overlay (up and down arrows). The pump passed all functional testing. Low reservoir anomaly is not confirmed. No low reservoir, reservoir estimate at 0 u, or no reservoir detected alarm anomalies noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.